Event description:
It was reported that during a routine maintenance, it was observed that long shaft of the attachment device came apart. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the nose tube backed up a couple of threads on the device. Therefore, the reported condition was confirmed. It was determined that this was due to loctite failure from not following the emersion/ sterilization procedures properly. The assignable root cause was determined to be due to misuse, abuse and/ or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.